Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug was repaired and the collimator was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a physicist discrepancy of the field size is too large. No patient injury was reported.